Event description:
It was reported that stent damage occurred. The procedure was indicated due to acute coronary syndrome (acs). Vascular access was obtained via femoral artery. The 17mm x 3.21mm, 90% stenosed, de novo target lesion contained a bend of more than 45 degrees and was located in the mildly calcified and moderately tortuous right coronary artery (rca). After pre-dilation using an unspecified balloon catheter, residual stenosis was 80%. A 3.50x20mm promus element stent was then advanced to treat the lesion but resistance was encountered and the device was unable to cross the lesion. The proximal segment of the stent was damaged. The device was removed intact from the patient's body. The procedure was completed with a 3mm x 20mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter (od) was measured and is within specification. The stent was badly damaged. The entire distal region of the stent was stretched, distorted and raised vertically off the body of the balloon exposing the crimp marks. The investigator noted that the stent body had stretched 6mm past the most distal crimp mark. This type of damage is consistent with the stent meeting resistance upon advancement or during the removal of the device from the patient. The device was received with the product mandrel inserted and the balloon stent protector covering the tip section of the device. The balloon stent protector, balloon and tip sections of the device was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual and tactile examination found no kinks or other damage along the length of the outer and hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The procedure was indicated due to acute coronary syndrome (acs). Vascular access was obtained via femoral artery. The 17mm x 3.21mm, 90% stenosed, de novo target lesion contained a bend of more than 45 degrees and was located in the mildly calcified and moderately tortuous right coronary artery (rca). After pre-dilation using an unspecified balloon catheter, residual stenosis was 80%. A 3.50x20mm promus element ¿ stent was then advanced to treat the lesion but resistance was encountered and the device was unable to cross the lesion. The proximal segment of the stent was damaged. The device was removed intact from the patient's body. The procedure was completed with a 3mm x 20mm promus element ¿ stent. No patient complications were reported and the patient's status was stable.